Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed and an assignable cause was unable to be determined.

Event description:
It was reported that during the procedure the physician advanced the coil (subject device) to the target vessel and multiple attempts were made to detach the coil; however, the coil was unable to detach. During the withdrawal of the coil from the target vessel, the coil prematurely detached within the microcatheter. The physician removed the coil and microcatheter together as one unit with no consequences to the patient.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during the procedure the physician advanced the coil (subject device) to the target vessel and multiple attempts were made to detach the coil; however, the coil was unable to detach. During the withdrawal of the coil from the target vessel, the coil prematurely detached within the microcatheter. The physician removed the coil and microcatheter together as one unit with no consequences to the patient.